Event description:
Reporter indicated that during an initial vns generator and lead implant surgery on (B)(6) 2012, a patient experienced asystole. During administration of a narcotic, and the heart rate was 40 bpm. Later during the first vns systems diagnostics test, the patient experienced asystole so the test was aborted. The patient patient's heart rate returned to normal sinus rhythm. A second systems diagnostics test was attempted, asystole occurred again, and the test was again aborted. The patient returned to normal sinus rhythm. Atropine was then given and a third systems diagnostics test was attempted, which was successful and the patient was doing well. The vns has not been activated to date. Attempts for additional information are in progress.

Event description:
Reporter indicated the patient had no prior history of cardiac events, and no family history. The patient was taking anti-epileptic medications. The patient has a pre-existing medical condition, but the condition is not specified. The heart rate prior to the event was 80-90 bpm, and during the event was 40 bpm. Blood pressure prior to event was 120/80, blood pressure during event not documented. The event of asystole occurred during systems diagnostics testing. General anesthesia was used, and the depth was medium. The arrhythmia event is not felt to be related to vns stimulation per the reporter; however, the event occurred during systems diagnostics testing stimulation. The patient's hospitalization was not prolonged as a result of the event. The vns is programmed on currently to 0.75ma/30hz/500pulsewidth/30sec on/5min off. The arrhythmia has not recurred per the reporter.

Manufacturer narrative:
(B)(4).